Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the site had two sentinel events described as death with unknown root cause. The customer was still compiling their report so they did not have much additional information but they were wondering if the transducer field action impacted single wired transducers or cableless transducers. Based on this information, it cannot be determined whether there was any harm related to philips devices. No other clinical information or medical intervention was reported.

Manufacturer narrative:
This report is based on information provided by philips sales personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the avalon us transducer indicating that the site had two sentinel events with unknown root cause. No other clinical information or medical intervention was reported. Based on this information, it cannot be determined whether the noted sentinel events were related to a philips device. Multiple attempts were made to obtain information regarding the circumstances of the event, patient impact, device context of use, evaluation, repair, and operational status with no response from the customer. No further information was provided. Based on the information available, the cause of the reported problem was not able to be established. The reported problem was not confirmed. Multiple attempts were made to obtain the device context of use, evaluation, repair, and operational status with no response from the customer. No further information was provided.